Event description:
Patient reported right side rupture. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
This record is a duplicate/no complaint against the device. The record is not reportable. The g8/MDR: 9617229-2023-05503 is a reportable record. All the additional information received will be reported in the pr with g8/MDR: 9617229-2023-05503 .

Manufacturer narrative:
This record is a duplicate record of the g8/MDR: 9617229-2023-05503. All the additional information received will be reported in the pr with g8/MDR: 9617229-2023-05503.